Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The aspiration issues are anticipated per applicable risk documents; therefore, a DHR review is not required for this complaint. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported loss of aspiration occurred. The 30cm occlusion was located in the superficial femoral artery (sfa). The physician selected a 7fr. Non bsc sheath and a non bsc guidewire to cross the occlusion. The guidewire was removed and exchanged for a long .014 jetstream wire. A 2.1mm jetstream® xc atherectomy catheter was inserted and the atherectomy treatment was initiated. Treatment was initiated using the 2.1 min tip. A segmental approach was used to treat the proximal 25 cm, leaving the 5 cm distal occlusion in place. About halfway down on the second pass the catheter aspiration slowed dramatically. The physician was concerned with the lost aspiration and the risk of distal embolization so a new jetstream catheter was requested to complete procedure. No patient complications were reported and the patient was stable with good runoff.